Event description:
It was reported that during surgery, the unit activated electrocautery automatically and then experienced an unexpected shutdown. The issue was caused by a foot pedal malfunction of the unit. The surgeon promptly stopped using the device and replaced it with a new high-frequency electrosurgical generator. There was a delay in surgical process.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdd) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery, the unit activated electrocautery automatically and then experienced an unexpected shutdown. The issue was caused by a dual-pole foot pedal malfunctioned, it failed to automatically spring back, resulting in continuous firing. The surgeon promptly stopped using the accessory and replaced with a new one. There was a delay in surgical process.